Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one patient did not cross over to the station because its a longer-term patient than the inactivity days on the station visits settings. A technical support specialist created a temporary patient, removed the medication, and discharged the patient. A technical support specialist confirmed that the visitid and primaryid association shows the patient. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the patient orders were not crossing over. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.